Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports it was not possible to build up pressure within the confidence kit's hydraulic pump as water was coming out of the device. Another kit was available for use. The difficulty did not result in any adverse consequences and there was no delay to the procedure.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence kit, no needles was returned for evaluation. A performance evaluation was conducted in which no issues could be found with the device. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the confidence kit was conducted on the device family as this failure mode could occur on the entire confidence product line. This analysis found no emerging trends. The root cause for the pump leaking at the connection to the reservoir cannot be positively identified. However, it may have been due to the connection not being fully engaged. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.